Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient was going to have a robotic kidney surgery unrelated to their device/therapy to their knowledge and wanted to know the compatibility guidelines for the surgery. Technical services recommended to turn the ins off for the surgery. It was also recommended that the healthcare provider (hcp) call for guidelines as well. The patient stated that their ins was now dead and it was asked if they should leave the ins dead and charge it after the surgery or if they should started charging the ins now so they could turn it off prior to the surgery. It was advised that the patient charge the ins now so they could confirm the ins was turned off for the surgery. The patient confirmed their ins died two days ago ((B)(6) 2018). The patient reported that they had been ¿having problems¿ with keeping the ins fully charged. The patient explained that the charge on the ins wasn¿t lasting as long as it ¿normally did¿. The patient confirmed this issue started a few months ago. The patient noted that their managing hcp sent emails to the manufacturer. The issue of the patient having problems with keeping the ins fully charged began a few months ago in 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.